Manufacturer narrative:
Concomitant medical products: product ID: 37092, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported that the patient was getting locked out from receiving boluses at various times ranging from 4-8 hours. The lockout parameters were described to be: 4x/day, 1x/240m, 1/x4h. The previous refill days were (B)(6) 2020 and (B)(6) 2020. An email was sent to repair for antenna to be sent to the patient. It was also noted that due to the lockouts "6m" of medication was being pulled during the patient's refill appointments. No further complications have been reported as a result of this event.